Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 23rd february 2011 and performed to specification up to the 10th august 2014. Multiple manual power ups of mainly ten minute duration were recorded between the 16th august 2014 and the 26th september 2014. The device successfully performed all weekly auto self-tests between the 28th september 2014 and the 24th may 2015. Later on the 24th may 2015 the device records multiple manual power ups of mainly ten minutes duration, up to the final history log entry on the 16th september 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.